Event description:
New information received notes that the device was reprogrammed and bluetooth communication was restored. No additional adverse consequences were noted.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited bluetooth communication problem. No intervention was performed. Patient was stable.